Manufacturer narrative:
Bci cts (customer technical support) suggested the customer call (B)(4) and bypass ups. A field service engineer (fse) called the customer and confirmed that there was no further burning issue with the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the ups was beeping and they rebooted the unicel dxc 800 pro synchron clinical system and the ups beeped again. The customer swapped cable to back up ups and heard a popping noise and burning smell. No injury was reported and no erroneous results were generated.